Event description:
Inflammatory reaction/allergic reaction [hypersensitivity], knee effusion [joint effusion], knee pain/severe pain [arthralgia]. Case description: spontaneous report was received on (B)(4) 2013 from a rheumatologist regarding a female pt (age not provided), initials unk. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc one (hylan g-f 20) injection, route and dosage regimen not provided, in an unk knee. The lot number for synvisc-one was not provided. On an unspecified date in 2013, following synvisc-one injection, the pt experienced severe knee effusion, inflammatory reaction/allergic reaction and severe knee pain. It was reported that the pt had a second episode of inflammatory reaction and the pt underwent two arthrocentesis (an unk amount of synovial fluid was aspirated). Synovial fluid of first arthrocentesis presented increased white blood cell count (greater than 10000/mm3). On unspecified dates in 2013, the pt was treated with altim (cortivazol) injection and cartrex (aceclofenac) injection for all the events. The action taken with synvisc-one treatment was not provided. The pt had not yet recovered from all the events. Relevant concomitant medications were not provided. The intensity for the events of knee effusion and knee pain was severe and was not provided for the event of inflammatory reaction/allergic reaction. It was reported that the event of inflammatory reaction was due to an allergic reaction to compounds of synvisc-one (cockscomb extract). The reporting physician assessed the relationship between synvisc-one with the event of inflammatory reaction/allergic reaction as possible and did not provide a causal relationship for the events of knee effusion and knee pain.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.